Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("her coil was perforating her cornua/part of uterus"), procedural haemorrhage ("got hysterectomy, she had bleed and had to go back into surgery") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / extreme pain"), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation from the pet fibres"), panic attack ("panic attacks"), back pain ("back pain being the worst as she became bedridden"), arthralgia ("joint pain"), menstruation delayed ("having no period"), alopecia ("hair loss"), dizziness ("dizziness") and visual impairment ("vision problem"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the uterine perforation, procedural haemorrhage, inflammation, panic attack, back pain, arthralgia and menstruation delayed outcome was unknown and the pelvic pain, genital haemorrhage, alopecia, dizziness and visual impairment had resolved. The reporter considered alopecia, arthralgia, back pain, dizziness, genital haemorrhage, inflammation, menstruation delayed, panic attack, pelvic pain, procedural haemorrhage, uterine perforation and visual impairment to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: inflammation, panic attack, back pain, arthralgia, uterine perforation, menstruation delayed, pelvic pain, procedural haemorrhage, alopecia, dizziness, visual impairment, genital haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Cutaneous case was reported by a consumer and describes the occurrence of uterine perforation ("her coil was perforating her cornua/part of uterus"), pelvic pain ("pain / extreme pain"), procedural haemorrhage ("got hysterectomy, she had bleed and had to go back into surgery") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation from the pet fibres"), panic attack ("panic attacks"), back pain ("back pain being the worst as she became bedridden"), arthralgia ("joint pain"), menstruation delayed ("having no period"), alopecia ("hair loss"), dizziness ("dizziness") and visual impairment ("vision problem"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the uterine perforation, procedural haemorrhage, inflammation, panic attack, back pain, arthralgia and menstruation delayed outcome was unknown and the pelvic pain, genital haemorrhage, alopecia, dizziness and visual impairment had resolved. The reporter considered alopecia, arthralgia, back pain, dizziness, genital haemorrhage, inflammation, menstruation delayed, panic attack, pelvic pain, procedural haemorrhage, uterine perforation and visual impairment to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: inflammation, panic attack, back pain, arthralgia, uterine perforation, menstruation delayed, pelvic pain, procedural haemorrhage, alopecia, dizziness, visual impairment, genital haemorrhage". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.